Event description:
It was reported that the patient alleges that the infusion device was delivering too low an amount of insulin. The patient experienced elevated blood glucose levels in the 500 mg/dl range. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
No product available to be returned.

Manufacturer narrative:
(B)(6). It was unknown if the initial reporter sent report to the FDA.